Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the ise (ion selective electrode) mixing bar bent. The customer replaced the ise mix bar to resolve the issue. The system verification passed without further issues. A2, a4, a5: no patient demographic information (age, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the au5800 chemistry analyzer generated erroneous high sodium (na) patient results on cell #2. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event.